Event description:
The customer reported the pachymetry probe is not measuring. The pt's had topical anesthetic. The procedures were cancelled. The procedures were completed when the new probe arrived. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The software was updated. The system was then tested and met all product specifications. The pachymetry probe will be returned for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).